Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, system history and system log files. The customer service engineer (cse) on site examined the log files to locate the problem. These entries were used to open the image acquisition system (ias) and dust was found inside the pc. This led to connection problems with some printed wiring boards which caused the system to enter "bypass mode" where compromised image quality was available. The cse cleaned the ias pc and reseated the affected boards. After the boards were reseated, there were no further issues and the system works as intended. A systematic error was not detected. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that no x-ray was possible, and the system went into bypass mode. The procedure was continued, and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.